Event description:
Pt reported obtaining back-to-back blood glucose results of 250 mg/dl and 86 mg/dl, while using the suspect device. Pt indicated that she was not feeling well and self-treated by drinking a glass of orange juice. Shortly thereafter, pt went to a fire department to have blood glucose checked. Pt noted that, 25 minutes later, her blood glucose measured 148 mg/dl, on the fire department's blood glucose monitor. No treatment was received. Valid quality control testing had not been performed on the device (pt was using wrong control solutions for strip type). Tech support requested the return of the suspect product and replacement product was shipped.